Event description:
Information was received that reported a patient had been treated by paramedics due to hypoglycemia. The reporter stated that one morning she was treated by paramedics that had been called to her home by a neighbor. When she failed to show for work her employer called her neighbor, who is a designated contact for emergencies. The neighbor, who is a nurse, saw her apparently unconsicious on the floor. The neighbor pounded on the door until the noise roused the patient and she did get to the door and unlocked it. Paramedics were on the scene shortly and treated her with IV fluids and glucose. The paramedics tested her before they left and got 154 mg/dl on their meter and her insulin infusion pump with blood glucose monitor gave her a reading of 200 mg/dl. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident, but at the time of this had not yet been returned for analysis.

Manufacturer narrative:
Customer had not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.